Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The patient's symptoms were redness, swelling and a fever. The patient was hospitalized and administered IV antibiotics. The patient is recovering following the procedure. The physician believes the cause of the infection is due to the procedure or post operation care.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-70, serial: (B)(4), description: linear 3-6 lead, 70cm explanted devices will not be returned to bsn as it was discarded by medical facility.